Event description:
It was reported there was no output on the ventricular side. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that one side bail cover was broken, the ring cover was broken and the ring was bent. Further analysis was performed on the heart lead flex. This analysis found that the no ventricular output was caused by a diode component failure on the flex assembly. (B)(4).